Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. The lot #3000118913 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The review of the historical data indicates that there were 2 similar complaints reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4). H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Occupation: administrator / supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the patient was turned over during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer converted to using the fluid lumen and transducer. There was no patient harm or adverse event reported.